Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 6 months post-op, the patient developed z-syndrome in her left eye. Allegedly, the patient had decreased vision as a result of the z-syndrome. No complications were noted during the initial lens implant procedure. The lens was explanted and exchanged with a new lens of a different model. In the surgeon's opinion, the likely cause of the event was "asymmetric capsular contraction." The patient's current prognosis is described as "good results expected."

Manufacturer narrative:
The lens was returned to b and l. Visual inspection found both haptic plates, along with the haptic arms, have been torn off and are missing. The optic is in two pieces. Functional testing cannot be performed due to the damage. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.